Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that approximately four weeks post implant fluoroscopic evaluation confirmed the right atrial (ra) lead had dislodged. A lead revision was attempted however the stylet wouldn't pass through the lumen for repositioning. The lead was explanted and replaced. No patient complications have been reported as a result of this event.